Event description:
It was reported that during use the unit runs without compressing the foot pedal. There was no report of patient/staff injury or delay related to this event.

Manufacturer narrative:
Investigation findings: an evaluation of the footswitch confirmed the customer's complaint. The investigation found cable failure. An investigation is still in process for this failure mode.